Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the physician saw error code 254 when interrogating patient generator and current not delivered message. Per the physician, the patient "had no awareness of the vns being on or off" until after the physician interrogated the device and adjusted programming parameters, at which point the patient noted stimulation. The physician stated this was not expected as she had lowered the current and pulse width. The patient reported feeling a bothersome new sensation after the physician adjusted output currents and pulse widths. The physician states that this suggests to her that the device was likely off since the patient's MRI on (B)(6) 2025. The patient¿s mother later called the physician reporting increased seizures. The patient is scheduled for a surgery consultation. Internal generator data was received and reviewed. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was further reported that the patient started to feel expected stimulation with a magnet swipe. The physician reported that upon interrogation, she no longer got any error codes. The patient was also admitted overnight in status epilepticus. Additional internal data was received and reviewed. Session reports were also received and reviewed.

Event description:
It was further reported that the patient's family has opted to wait on replacing the generator since the device was seen to be functional.